Event description:
It was reported that the patient had the artificial urinary sphincter removed due to recurring incontinence from fluid loss in the system. A new artificial urinary sphincter consisting of a 3.5 cm cuff, pump, and balloon were implanted with good results. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the patient experienced recurring incontinence that was gradually getting worse over the last 6 months. The fluid loss was due to the cuff having a small hole.